Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b900, implanted: (B)(6) 2013, product type: lead; product ID 3889-28, lot# va0b900, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported that the lead and implantable neurostimulator (ins) were explanted due to malfunction/defective. The exact reason was unknown, and the entire system was explanted with no re-implant. There was no patient death. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. Follow-up was performed to obtain clarification on the malfunction/defective allegation. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.